Event description:
When an ICU clinician went to retrieve a thermodilution (td) catheter from the supply station she could not locate any packaging labeling that the device contained latex or stated that the device was latex free. Clinician contacted central supply (cs) and after searching in the product's main case, the cs manager located a detached "leaflet" stating that the product contained natural rubber latex. The td catheter came packaged in a case of 5 and no latex warnings were provided for the individual packages. The leaflet was placed into the product instruction for use sheet as an apparant addendum. The were no instructions for use guides provided with the individual td packages. The end user would have been unaware that the product contained latex. The ICU nurse was concerned that this td catheter could have been inadvertantly place into a latex sensitive patient. Catheter product sent to biomedical for reporting.======================manufacturer response for thermodilution catheter, criticath (per site reporter).======================left voice mail to regulatory agent rep.